Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the(B)(6) results is user error. The account failed to input the correct lot specific scalers for the lot of (B)(6) reagent. The (B)(6) results were caused by using incorrect scalers and the issue was resolved by entering correct scalers and verifying with qc. The (B)(6) method uses an additional parameter called scaler values. These values are polynomial equation factors that have been determined for (B)(6) in order to provide the best correlation to the (B)(6) reference methodology. This feature was communicated to customers with the launch of (B)(6) ((B)(4)) in the (B)(6) kit supplement. Siemens healthcare diagnostics inc. Issued an urgent medical device correction in (B)(4) 2012 to reinforce instructions to customers to enter and verify scalers with every calibration of new (B)(6) flex(r) reagent cartridge lots and with each recalibration of the same flex(r) lot. The instrument is performing within specifications. The account has corrected scalers, repeated qc and patients and issued corrected reports. No further evaluation of the device is required.

Event description:
A group of (B)(6) results was obtained on qc and patient samples. The results were reported to the physician. The results were eventually questioned and it was determined that incorrect method scalers had been in use for a period in which (B)(4) patient results had been reported. It was reported (no data provided) that two patient's medication (no details provided) was adjusted. It is unknown if patient treatment was otherwise altered or prescribed. There was no report of adverse health consequences as a result of the (B)(6) results.